Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers' lid was broken, preventing users from accessing the required medication. The required medication was diazepam. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's lid was broken. A field service engineer (fse) assisted the customer in unloading a bad cubie pocket and replacing it. The cubie pocket was successfully replaced. The system functioned as intended after the issue was resolved.